Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with probe needle is bent and orange/brown foreign material on the welded cap. Clear foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. No wear assessment could be performed due to the inner cutter broke while trying to extract from the bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video attached was reviewed by the manufacturing site. Video show a probe needle in eye. Reported issue cannot be confirmed from video. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The most likely cause for the actuation and cut failures is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No action has been taken by the manufacturing site as an exact root cause for the bent needle could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had poor cutting during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.